Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube and corroded battery cap contact. Analysis was unable to confirm unexpected battery out limit alarms due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 238 mg/dl at the time of incident. The customer stated that the display returned after inserting a new battery. The customer stated that there were battery out limit alarm and bad battery alarm in the alarm history. The customer mentioned that they received another battery out limit alarm during troubleshooting. The insulin pump will be returned for analysis.